Event description:
During a gastric sleeve gastrectomy a new device by olympus being used/tried, thunderbeat 5mm disposable supply on the field. Reps in the room, olympus esu being used. During the case, one side of the tip for gripping/sealing/cutting tissue broke off in the pt's abd. Device immediately stopped working and was removed from trocar, broken tip immediately removed from pt.